Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she was hospitalized with low blood glucose of 34 mg/dl, but it went below 28 mg/dl. The customer's blood glucose had been 72 mg/dl and she was eating a snack before it went down to 34 mg/dl and the customer passed out at work. The customer stated she was in the emergency room for about eight hours but was not admitted. It was stated that two weeks prior, she had low blood count and iron count, and they found out she has celiac disease. The customer also recently had medication increased. During troubleshooting, it was found the customer was disconnected before rewind. The settings were all found to be correct. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to speak with healthcare provider regarding low blood glucose. Customer stated healthcare provider was contacted and did not wish to decrease her settings, so she lowered them herself and stated things had gotten better since.